Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 2.25 x 28mm synergy xd drug eluting stent was implanted for treatment. During stent implantation, proper nominal pressure was used on the stent balloon to deploy with no more than 20 seconds was used to inflate the balloon. Contrast was used in a 50:50 solution with saline in the stent balloon to be seen angiographically. The device held pressure during inflation with no evidence of a leak. The balloon was properly expanded with the use of a non-boston scientific indeflator. Complete balloon deflation was visualized under fluoroscopy before removing. However, post stent implantation, the stent balloon catheter would not come out of the body, off of the samurai wire. The physician removed all wires and devices as one unit. The procedure was completed with no patient complications reported.